Manufacturer narrative:
Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. Insulin pump had stripped battery cap coin slot and minor scratched display window.(B)(4)

Event description:
The customer's mother reported via phone call that they had issues removing the insulin pump's battery cap. They were unable to remove the battery cap when they attempted to change the battery in the insulin pump. The customer's blood glucose level was over 600 mg/dl. However, she also experienced low blood glucose levels. She treated her high blood glucose level with manual injections and shots. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.